Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several different trouble-shooting options to help restore the image. The first option tac recommended was to ensure that the light source cable and digital light source cables were secure on both ends. The customer removed the cabling, connected a 190 series scope and had an image and was able to use nbi mode. He then went back and reconnected the original 180 series scope and still maintained the good image and use of nbi mode. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source he was not getting an image when plugging in a 180 series scope. According to the initial reporter, the narrow blank imaging (nbi) function was also not working. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a connection failure. Olympus will continue to monitor field performance for this device.